Event description:
During a pta/stenting procedure of a 95% stenosis in the femoral artery, the stent came off the delivery device. The physician was advancing the express stent using a cross over procedure going from right to left, when the stent came off of the delivery device and was lost in the vessel. The physician tried to retrieve the stent, but was unsuccessful. The pt was transferred to another hosp for surgical removal of the stent. Additional info is unavailable at this time.